Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged cough. Additionally mentioned relevant tests such as lung function analysis and bronchial hyperreactivity for patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged cough. Additionally mentioned relevant tests such as lung function analysis and bronchial hyperreactivity for patient. As per device evaluation received on 10/29/2025: the device "remstar auto a-flex" was returned to the third party service center for evaluation. During the evaluation of the device at the third party service center, the device was visually inspected and did not note any finding of sound abatement foam degradation. Additionally, damaged ui panel was found, and the device was scrapped as per customer request. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, h has been updated/corrected.